Event description:
Operator was on a bus, while sitting in the wheelchair, the x-tube broke causing operator to fall. Chair was secured with a tie-down system. Operator had a seizure and was in the hosp for observation.